Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k , the device experienced an incorrect fill line position. This event occurred 28 times. The following information was provided by the initial reporter. The customer stated: this is a report about a nonbiological fm on the outer surface of tubes. According to the customer's report, ink-like fm or black rubber-like fm is adhering to the outer surface of several tubes. Entered by ayumu ueno on (B)(6) 2022 based on additional information from the sales rep., the above event description given based on the initial report was shown to be incorrect. The correct event description is as follows: several tubes have double fill lines.

Event description:
It was reported when using the bd vacutainer® edta 2k , the device experienced an incorrect fill line position. This event occurred 28 times. The following information was provided by the initial reporter. The customer stated: this is a report about a nonbiological fm on the outer surface of tubes. According to the customer's report, ink-like fm or black rubber-like fm is adhering to the outer surface of several tubes. Entered by (B)(6) on 08/16/2022, based on additional information from the sales representative. The above event description given based on the initial report was shown to be incorrect. The correct event description is as follows: several tubes have double fill lines.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-09-02. H.6. Investigation summary: bd received 29 samples and 2 photos for investigation. The samples and photos were evaluated and the indicated failure mode for printing issue (fill line) was observed. Additionally, 80 retention samples from bd inventory, were evaluated by visual examination and upon completion the indicated failure mode for printing issue (fill line) was not observed. Bd determined that the root cause of the indicated failure mode was attributed to the printing process where ink migrated from the ink well onto the tube bed rollers therefore, placing ink on the tube bottoms. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.